Event description:
Healthcare professional reported 2 months after injection with unspecified juvederm voluma in the oral commissures the patient developed a nodule at the right oral commissure. Onset of the nodule occurred two weeks after the patient had an appointment with a "dental hygienist." Patient was prescribed "cipro, prednisone, [and] hyalase;" symptoms settled but reoccurred when the patient discontinued the "cipro"prescription. Patient was subsequently treated with add'l "hyalase [and] cipro."

Manufacturer narrative:
Medwatch sent to FDA on: 04/08/2014. Further info from the reporter regarding event, product, or patient details has been requested. No add'l info is available at this time. The event of nodule skin is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.